Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic endometriosis procedure at an unknown date, the patient sustained a low-temperature burn to the lower portion of the right groin through the tip of the telescope. The burn manifested as a red spot and required treatment. No further information was provided but the intended procedure was completed using the same set of equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, as previously reported, it is likely that the tip of the device became hot when using the optical viewing tube for an extended time. There was no device malfunction. This supplemental report includes a correction to e1 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted due to the additional information received that is reflected in b5 and initial evaluation results. The device was returned to olympus for evaluation. The allegation could not be reproduced. There was no abnormality noted on inspection and the failure location could not be identified. It is probable that the tip of the device may become hot when using the optical viewing tube for a long time. After use, allow the product to cool sufficiently before touching it (see page 15 of the instruction manual). In addition, the tip may become particularly hot if the amount of light is too strong, if the tip is used for a long time, or if body fluids adhere to the tip and cause it to become hot, but this is not a malfunction of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from an olympus representative, in behalf of the user facility indicating that the patient's burns turned to ulcerative necrosis. The ulcers were dissolved with goeben cream and excision was performed about two weeks later. The treatment was completed about five weeks after the initial procedure.